Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.